Manufacturer narrative:
The device was not returned for evaluation. The lot history record (lhr) for this product could not be reviewed and a similar complaint query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. The investigation determined that the reported difficulties were likely due to circumstances of the procedure. Based on the reported information, the failure to advance was likely due to anatomical conditions. The additional adverse patient effects of hematoma, swelling/edema, unexpected medical intervention, and hospitalization are a result of the attempts to advance to the intended location. The reported patient effects hematoma and edema are listed in the emboshield nav6 instruction for use, as known possible adverse events potentially associated with carotid stents and embolic protection systems. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the left internal carotid artery with heavy tortuosity. During preparation, of the large emboshield nav6 embolic protection system (eps) filter was attempted to be loaded into the delivery catheter (dc) pod; however, the dc pod was noted to be moving back in the tray while attempting to load the filter. Therefore, the dc pod was not able to encapsulate the filter and the eps was not used in the procedure. Another, emboshield eps was able to be prepped without issue to be used in the procedure. The 2nd eps was attempted to be advanced to the intended location; however, the eps failed to cross due to the anatomy. Therefore, an additional barewire guidewire (gw) was used to support the eps. The eps and additional support barewire also failed to cross the target lesion and were removed from the patient anatomy. The eps was replaced with a non-abbott eps and also failed to cross and the procedure was aborted. At some point during the procedure the patient's neck began to swell and bruising appeared. Compression was applied and was able to resolve the swelling. However, the patient was kept overnight at the hospital for observation. No additional information was provided.